Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was over 500 mg/dl. Prior to the hospitalization, the customer stated the infusion set pulled out of her insertion site in the middle of the night, causing the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.